Event description:
It was reported that following the implantation of an implantable cardiac monitor, the patient experienced significant bleeding from the wound. The patient was readmitted the day after the initial implant procedure due to this issue. The wound was subsequently stitched up. No patient complications have been reported as a result of this event.

Event description:
Implant failed to osseointegrate.